Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: w4tr01 crtp implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. Cultures were taken and antibiotic treatment was necessary.the device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.